Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion induced on (B)(6) 2015, depression, hypertension, migraine headache and uterine enlargement. Concurrent conditions included leiomyoma nos and vaginal bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal discharge ("vbladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal discharge, genital haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirm. Test: bilateral occlusion.; on (B)(6) 2015: total bilateral occlusion. Apparent tubal occlusion in a patient who is status post essure device placement at least: 3 months previously. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received - new events abnormal bleeding (general) and apareunia (inability to have sexual intercourse) were added. Essure lot number was added. Event pelvic pain and abdominal pain updated from unknown to recovered. Events onset date were added. Patient race were added. New reporter, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C18710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion induced on (B)(6) 2015, depression, hypertension, migraine headache and uterine enlargement. Concurrent conditions included leiomyoma nos and vaginal bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, vaginal discharge and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirm. Test: bilateral occlusion.; on (B)(6) 2015: total bilateral occlusion. Apparent tubal occlusion in a patient who is status post essure device placement at least: 3 months previously. Batch no c18710, production date 2014-01-29, expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal discharge ("vbladder/urinary problems: vaginal discharge"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results of confirm. Test: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Case become valid. Injury updated with new events. Added event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal,menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),vag. Discharge. Date of insertion was updated. Date of removal was added. Lab data was added. Reporter's information was added. Patient's demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.